Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified.

Event description:
It was reported that during a low anterior resection procedure the device never turned on after and would not function. A second device was opened and the battery from that device did not function with the first device. First device was then removed from the patient and the second device was inserted to complete the procedure. There were no adverse consequences for the patient.